Event description:
The patient reported experiencing persistent hyperglycemia after previously experiencing a seizure and very low glucose approximately 1-4 hours after pod wear on the arm. Blood glucose was reported to have increased to 19.6 mmol/l (~353 mg/dl), as confirmed by a fingerstick measurement. No blood glucose value for the earlier hypoglycemic episode associated with a seizure was provided. The patient noted that, despite the fingerstick result indicating hyperglycemia, the omnipod controller¿s bolus calculator recommended zero insulin. It was confirmed that there were no leakage or insertion issues. The patient subsequently removed and replaced the pod. It was identified that the patient was using the pod with a non-approved insulin (fiasp), which is not recommended by the manufacturer and is considered off-label use. The patient did not require medical attention related to this event but was advised to seek care if hyperglycemia persisted. This event is being reported due to the alleged seizure during pod wear.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.